Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room due to an inappropriate shock delivered by the implantable cardioverter defibrillator (ICD). The patient had atrial fibrillation with rapid ventricular response and was inappropriately treated by the ICD with a defibrillation shock. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.